Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During transseptal puncture, the grey soft tip of the introducer had fractured and almost detached. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of sheath tip damage was confirmed. The proximal portion of the soft grey tip of the sheath appeared to be peeling away from the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the sheath tip damage remains unknown.